Manufacturer narrative:
The field service engineer visited and found same phenomenon. The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during the preparation for use, white balance could not be completed and cv malfunction error b40 occurred. The subject device was used in combination with clv-190. The intended procedure was endoscopic retrograde cholangiopancreatography and completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that b40 error was duplicated. The defective part could not be identified. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined.